Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: date of event: only the event year is known. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date the surgeon was attempting to remove the screws from an unknown distal radius plate and used a conical extractor to try to remove. The tip of the conical extractor broke off into the head of the screw. The fragment was removed and the surgeon proceeded to remove the distal radius by other methods such as using a metal cutting burr to remove screw heads. There was no surgical delay, and the procedure was successfully completed. Fragments were generated and were removed by additional intervention. No further information is available. This report involves one conical extraction screw for 1.5mm & 2.0mm cortex screws. This is report 1 of 1 for (B)(4).